Event description:
The customer reported to customer service that after using her breast pump twice, she developed an abscess in her breast which required her to have surgery.

Manufacturer narrative:
Customer service sent a replacement pump to the customer. In follow up, the customer indicated that she started pumping a couple of days after the birth of her baby and she developed mastitis for which she was treated with antibiotics. She didn't go to her doctor for follow up and discovered a lump in her left breast for which she went to the emergency room and was diagnosed with an abscess. They made an incision (2-1/2 cm deep) to drain the abscess and approximately one week later made another incision (5 cm deep) to drain it further. She was prescribed antibiotics. A nurse cleaned and dressed the incision daily. At the recommendation of her physician, she stopped breast feeding and pumping. She visited her doctor on (B)(6) 2011 and the incision wound was measured at 1 cm deep and 0.5 wide. On (B)(6) 2011, the customer indicated that she again visited her doctor and she indicated that the wound has completely healed. The customer also indicated that the pump has been returned, however, it has not been received as of the date of this report. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. Because the pump was not received for testing / analysis, it cannot be definitively concluded that the pump caused or contributed to the mastitis and subsequent abscess. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. We will monitor complaints for similar issues.